Event description:
Customer reported via phone, he went to the emergency room for low blood glucose of 22 mg/dl. Customer stated the insulin pump still delivers insulin after it suspends. The sensor was reading 82 mg/dl and blood glucose was 198 mg/dl, but the device was indicating blood glucose was going down. He rechecked and the meter read his blood glucose as low, treated with candy. It went up to 132 mg/dl then it went down again and he passed out. Troubleshooting was performed and it was found the drive support cap appears normal. Perceived cause of low was that customer did not eat enough. He was sick about a month ago and it was acid reflex which has been causing his blood glucose to be high. Per bolus history customer treated for high blood glucose of 400 mg/dl. Device was exposed to an x-ray machine a month ago. Customer was advised the device need to be replaced due to the x-ray exposure. Customer agreed to return the device for further analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the functional test, including displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The device did not deliver any basal or bolus while it was suspended, no suspend anomaly noted during testing. The device had cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.